Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a heart rate of 35 beats per minute (bpm) and hot flashes. Additionally, a wide rhythm was noticed. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.